Event description:
It was reported that the ilet displayed ¿low¿ glucose for approximately two hours, and the patient experienced symptoms while no confirmatory glucometer reading was available; the caller was advised to treat suspected hypoglycemia, consider replacing the cgm sensor, and obtain a glucometer for verification. Symptoms included numbness, blurred vision, and lightheadedness consistent with hypoglycemia. Outcomes included self-treatment with oral glucose per instructions. Investigation included troubleshooting and user education by support personnel. Investigation of this case revealed that the cause of the low reading and symptoms was unclear, with potential cgm inaccuracy considered, and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.